Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the representative noticed that the wires appeared to be in front of the ins. It was painful when they tried to charge. No further complications reported.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the wires being in front of ins was unknown and they stated they didn¿t really know what the lumpy was as no provided x-ray was available. No actions have been taken to resolve the issue of the wires being in being in front of the ins and the issue has not been resolved. The patient¿s weight at the time of the event was unknown as the rep indicated the patient was unable to stand or bare weight due to their medical history (they were wheelchair bound). The provided information was not confirmed with the patient¿s physician/account. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the health care provider (hcp) reporting that no imaging was done. The cause of the lump was unknown. The patient was offered trigger point injection for the pocket site pain. There were no actions taken at the time of the report. The issue of the lump was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient was having a problem (pain) on her spinal stimulator. Patient mentioned that there might be a problem on the recharger since it was not working properly. No further patient symptoms or complications were reported in this event.